Event description:
The customer reported the olympus high definition lcd monitor would not produce an image during use. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their image issue. Tac performed some trouble-shooting options with the customer which included checking the input setting. Through this, tac confirmed that the wrong input was being used with the monitor. The customer corrected the input from vga to dvi, which resulted in the image returning. The device is not scheduled to be returned. The investigation is ongoing and if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
E3: initial reporter occupation is it director. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿remedy: use the input button on the front panel to select an appropriate terminal.¿ based on the information provided, investigation believes that this event was caused by user handling. The input signal and the displayed signal were not set correctly. Once these settings were corrected, the device functioned properly. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.